Manufacturer narrative:
Summary: visual inspection confirmed one screw for the failure of head fractured off and bound to driver. Medical records were not provided for review. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces during insertion, reducing the rod using the closure tops, patient conditions or other factors during the surgery not communicated by the complainant. Complaint history a complaint history review was conducted. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during a revision, of a competitor's construct, while preforming the final tightening of a screw the plug did not lock. Wanting to remove the screw the surgeon was using the dorsal height adjuster, to remove the screw, when the tip of if broke off in the screw head. He was not able to use an alternate driver to remove the screw with the broken piece stuck in the screw head and had to use a burr to remove the tulip head. He attempted to remove the remaining screw shank but was unsuccessful and the shank remains in the patient. It was also reported during the procedure that while advancing a second screw the polyaxial head sheared off and is stuck on the screwdriver. The shank was unable to be removed and remains in the patient. Alternate screws were placed superior to the broken screw shanks to complete the case. There was a reported 45 minute delay but no additional patient impacts were reported. This is report one of three.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2019-00449 and 3012447612-2019-00453 to 3012447612-2019-00454.

Event description:
It was reported that during a revision, of a competitor's construct, while preforming the final tightening of a screw the plug did not lock. Wanting to remove the screw the surgeon was using the dorsal height adjuster, to remove the screw, when the tip of if broke off in the screw head. He was not able to use an alternate driver to remove the screw with the broken piece stuck in the screw head and had to use a burr to remove the tulip head. He attempted to remove the remaining screw shank but was unsuccessful and the shank remains in the patient. It was also reported during the procedure that while advancing a second screw the polyaxial head sheared off and is stuck on the screwdriver. The shank was unable to be removed and remains in the patient. Alternate screws were placed superior to the broken screw shanks to complete the case. There was a reported 45 minute delay but no additional patient impacts were reported. This is report one of three.